Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) defib conductor distorted. Full lead returned and analyzed. Additional analyst comment - the observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended. This distortion likely did not affect device performance.

Event description:
It was reported that at implant of the lead, the svc coil separated. The lead was not used. No patient complications were reported as a result of this event.